Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated, and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.

Event description:
Patient called in to report that they received therapeutic shock while cooking. Patient further reported that they called the ems and stated that their vitals are stable. Customer care advised the patient to go to the hospital however the patient declined to seek medical treatment. Additionally, patient reported that they did not press the alert button in time to divert the therapeutic shock and stated that they were not provided the guidance and education to do so. However, patient completed the comprehension test at the time of initial fit and train. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.